Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08340 and 2134265-2015-08462. It was reported that automatic pullback failure occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending (lad) artery. During a percutaneous transluminal coronary angioplasty (ptca), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro coronary imaging catheter and a sled. Then, the motor drive unit (mdu) was correctly connected to the sled. However, it was noted that there was no automatic pullback available. The physician then performed intravascular ultrasound (ivus) with a manual pullback. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.